Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code was updated to reflect code 4582.

Event description:
It was further reported that there was no patient involvement regarding the previously reported product malfunction.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A primary audible alarm bgnd test error was found in the event history log (ehl). An occlusion test was performed. The alarm from the ehl was not reproduced. Based on the ehl findings, the faulty interconnect board alleged by the customer was confirmed. The problem source of the reported product problem was unknown. A root cause was not established. The speaker and interconnect board were replaced to address the reported problem.

Event description:
It was reported that the medfusion pump had a faulty interconnect board. No patient injury or complications were reported in relation to this event.